Event description:
Mini hip revision after approximatively 11 years (replacement done in 2010) due to stem fracture.

Manufacturer narrative:
Per 4387 - final report the device has been returned to corin for examination. The relevant device manufacturing record has been identified and reviewed. The stem was manufactured in september 2010 and conformed to the material and dimensional specifications at the time of manufacture. There was a possible damage to the neck surface after the 1st revision in june 2020 from which the crack was initiated and propagated by fatigue. It's possible the running finally fractured the stem and then the patient fell. Consequently, the root cause could be attributed to an external factor. Based on that, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entitty, entity's representative or distributor caused or contributed to this event.

Event description:
Mini hip revision after approximatively 11 years (replacement done in 2010) due to stem fracture.

Manufacturer narrative:
Per (B)(4)- initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, an update on the patient post revision and if the explant is available for investigation, has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing record will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.